Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 05/02/2014-05/09/2014. A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the betadine pad of a minicap was ¿missing or disconnected.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 11 of 15.